Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula bent and retracted inside the sensor base. It was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened/used.

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor. Blood glucose value was 115 mg/dl. Customer was advised to replace the sensor. Customer removed the sensor and stated that the cannula was very short; not as long as it usually is.